Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding missing the glucose alarm alert while wearing the adc device using librelink. As a result, on (B)(6) 2022, the low glucose alarm did not alert for a glucose scan of 33 mg/dl, and the customer required third-party medical treatment. The customer was provided condensed milk by a non-hcp. There was no report of death or permanent injury associated with this event.